Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Date of event: unknown. No further information provided.

Event description:
Country of complaint: (B)(6). It was reported by the healthcare professional to the company sales representative "occlusion, under-drainage."

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damages of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to test the opening pressure, we used a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is not operating within the acceptable tolerance. Result: we have dismantled the valve. Inside the valve we have found deposits (likely protein), which could have caused the observed over drainage. Based on our investigation, we confirm that the valve has malfunctioned (overdrainage), likely due to the deposits observed in the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. No CAPA is necessary.